Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged visualization of black particles expelled from mouth. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of moderate amount of beige and dark dust or dirt contaminate along with dark fiber contaminate throughout the base unit including the air inlet area, inlet canal, in and around the outlet port, ui panel channels, the blower box, the blower and isolators, blower impellers, and blower seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of moderate dark fiber contamination in and around the outlet port, white fiber or hair contaminate located on the entrance to the humidifier inlet port, potential mineral deposits on the inside water tank metal plate, undetermined contaminate on humidifier heater plate, a minor brown contaminate with dark fiber contaminate on the internal upper humidifier lid seal and surfaces. The device's event logs were downloaded and reviewed. The manufacturer found 3 instances of error 53, 10 instances of error 190, 2 instances of error 200. The manufacturer concludes there was evidence of multiple contaminants in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section b3, d9, d10, g3 and h6 has been updated/corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.